Event description:
In june, 2006, the lay user/reporter contacted lifescan alleging that a one touch ultra meter was displaying an "error 2" message. The medical affairs specialist mailed a letter to the reporter and patient 4 days later, since they could not be reached by telephone on two separate days. On an unk date, the patient started encountering the "error 2" message. It is not known how long the "error2" message had been occurring. On another unk date, the patient developed symptoms of feeling faint. The patient attempted to test himself, but still got the "error 2" message. After trying to test, the patient administered self-care by taking unspecified oral medications for his diabetes. In june, 2006, the patient received unspecified assistance from a non-medical professional. The patient did not report receiving any medical intervention or treatment. It would have been helpful to know the following information: the duration of the :error" message, when the symptoms started, what the patient's medication/treatment regimen is, and if the patient followed the regimen during the time of concern. In addition, it would have been helpful to know what type of assistance the patient received from the non-medical professional, if the patient lost conciousness, and if the patient tried to treat the symptoms. This complaint is being reported due to the following conclusion: the patient was unable to test on the reported meter because of the "error 2" message and developed symptoms of feeling faint indicating a possible abnormal glycemic state. The "error 2" issue was not resolved. The meter, test strips, and control solution were replaced.